Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had broken introducer needle and customer experienced low blood glucose level. The customer¿s blood glucose was 40 mg/dl at the time of the incident and current blood glucose value was 99 mg/dl. The customer reported that the sensor or introducer needle was not fractured while in the body. The customer reported that they did not received change sensor alarm and did not receive a sensor updating alarm and they received calibration not accepted alarm. The sensor will be returned for analysis.